Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/10/2024, a sales representative via (B)(4) reported that an ar-6068-45r 45°, curve, right, quickpass lasso had an issue. The surgeon could not turn the wheel and advance the wire as though it was stuck. No damage or harm was caused to the patient. No case delay was reported, an additional lasso was used, and the case proceeded as normal. This was discovered during a labral repair procedure on (B)(6) 2024, with no reported patient harm. Per the rep, upon examination of the defective lasso, "after the case was over, we had the tech examine the defective lasso on the back table and it looked like the wire was frayed inside of the lasso handle itself which was what prevented the wheel from turning." Additional information was received on 12/14/2024: this was not a reload but on the device's first use. The device is not available for return as they took it apart on the back table and then disposed of it.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when engaging the wheel.